Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service on site history showed no abnormalities that could have contributed to this event: the device was successfully verified prior to the surgery date and met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows four successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon interrupted the treatment once by releasing the laser pedal during bed cut. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The applanation cone of the patient interface used during the treatment was manufactured by scholz. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for this event could not be identified conclusively; device met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the vertical gas break through in the unknown eye of a patient during lasik surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the unknown eye and other manufacturer reports will be filed.